Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer experienced a blood glucose (bg) level of 333 mg/dl with a trace level of ketones. All of the pump supplies were changed. No apparent issues were found with the supplies. The contact spoke with a healthcare provider and it was recommended to adjust the settings on the pump. The high bg was corrected via the pump. Reportedly, the customer uses humalog in the cartridge for 3 days.